Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he discarded four infusion sets and four reservoirs due to being new to the insulin pump; the customer had difficulty changing his set. The patient's blood glucose at the time of incident was 425 mg/dl. No products were returned and two replacement reservoirs and infusion sets were shipped to the customer.